Event description:
The patient was admitted with an 80%, moderately calcified lesion in the anterior tibial artery. During advancement, the physician felt friction, withdrew the guidewire and found the guidewire tip was stretched. After the physician withdrew the guidewire, to popliteal artery, the guidewire tip broke. The physician changed to another one to complete the procedure. After the procedure, coronary angiography was performed and revealed that the broken tip still remained in patient's popliteal artery. So far the patient is in stable condition.

Manufacturer narrative:
The complaint received states that during an interventional procedure the sv 018 wire had resistance/friction, unraveled/stretched and separated in the patient. The patient was admitted with an 80%, moderately calcified lesion in the anterior tibial artery. During advancement, the physician felt friction, withdrew the guidewire to the popliteal area and then found the guidewire tip was stretched. After the physician withdrew the guidewire, to popliteal artery, the guidewire tip broke. The physician changed to another one to complete the procedure. After the procedure, angiography was performed and revealed that the broken tip still remained in patient's popliteal artery. There was no report of injury for the patient. One non-sterile pgw .018 sv short was received coiled in a plastic bag, this bag contained the guidewire and a torque device which was attached to the proximal end of the guidewire, the units presented no visual anomalies. Distal tip was observed under the microscope and it was noted that coil on distal tip was missing and apparently the core wire was fractured, piece was sent to sem for further analysis. The sem results showed that the core wire fracture surfaces presented evidence of smearing, bending and ductile dimples. Stretching and/or pulling could be related to these surface characteristics. The coil presents evidence of smearing, twisting and pulling; it appears that the separation occurred while the coil was being stretched/ pulled, since the tip of the fracture presents "pen point" which is a common characteristic of pulling fractures. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424065. This packaging lot contained 475 units, which were shipped from lake region medical on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as "guidewire resistance/friction" could not be evaluated due to the nature of the complaint. The failure reported by the customer as "guidewire fractured-separated/in patient" was confirmed, the guidewire was received already fractured. The failure reported by the customer as "guidewire unraveled/stretched" was confirmed, the analysis results showed that the coil tip was stretched and unraveled, the root cause of this failures could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. The complaint of resistance/friction could not be confirmed on analysis; however, the complaints of unraveled/stretched and separated were confirmed. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported and confirmed events.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.